Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per wi-000100100.

Event description:
On 6/10/2022, it was reported by a sales representative via email that an ar-3638 knotless fibertak anchor would not seat on the labrum after the repair sutures were passed. Two more ar-3638 knotless fibertak were opened, and the same thing happened, the anchor would not seat. Surgeon attempted to insert anchor three consecutively times and each failed in the same way. Surgeon cut the repair sutures for all three and left the anchor inside the patient. This was discovered during a shoulder arthroscopy labral repair on (B)(6) 2022. Additional information received on 6/10/2022: case was completed using another ar-3638 knotless fibertak, nothing broke inside the patient.